Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Results of the battery analysis found no evidence of internal shorting or other issues to account for the premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into cardiopulmonary arrest and was transported to the hospital where electrocardiography showed pulseless electrical activity. The patient later passed away. Attempts to interrogate the patient's cardiac resynchronization therapy defibrillator (crt-d) were unsuccessful. Per the patient's physician, the patient had been non compliant in follow up appointments, and the physician believed the crt-d battery was exhausted, leading to a lack of bi-ventricular pacing which lead to worsening heart failure and death.